Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the act button on the customer's insulin pump is unresponsive. Customer's blood glucose level at the time 119mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened button dome switch. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube window.